Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and replicated the customer reported complaint. The instrument was analyzed and found to have a broken pitch cable. The instrument was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp one was missing from the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation not reported by site that is related to the primary failure: the instrument was found to have indentations on the outer face and edge of the distal idler pulleys. There were no pieces missing. Grip cable adjacent to this indented pulley show damage which may indicate potential mishandling/misuse. The grip cable was frayed. Common causes of the failure mode mechanical indentations/burrs instrument distal pulleys are attributed to damage during use, handling, or reprocessing, which may include an accidental drop of the product or collisions with other objects or hard surfaces. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that a wire of a mega needle driver instrument snapped. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega needle driver instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.